Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 01/28/2020. Additional h3 device evaluation summary: it was received for analysis a detached needle of product code j305h. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. Body fluids was present on needle and marks by use of a surgical instrument could be observed at the edge of the barrel hole, this condition causes the needle pull off. The suture was not received for evaluation. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the performance pull off - suture needle is an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was detached from the needle when holding the needle. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.